Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the diabetes educator made sure that the battery was in the pump the right way and did other basic troubleshooting. Customer just replaced the battery in the pump and now it won't start. Customer was advised by the diabetes educator to have the pump replaced. Customer stated that the pump has normal wear such as being bumped into a wall. Customer tested with an aaa (B)(4) battery, but the display did not return. Customer cleaned the battery contacts, but the display still did not return. Insulin pump will need to be replaced. Customer also mentioned that the belt clip broke when troubleshooting was being performed. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms or blank display was noted. The insulin pump was received with a cracked case at the display window corners.